Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation') and pelvic pain ('pelvic/abdominal') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anemia. Concurrent conditions included anxiety, degenerative disc disease, depression, gerd, headache, hypertension, back pain, tenderness, menorrhagia and bipolar I disorder. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), anxiety ("psych injury/depression/mental anguish"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and depression ("psych injury/depression"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen abnorm. Bleed"), abdominal pain ("pelvic/abdominal"), dermatitis allergic ("allergy- other"), post procedural complication ("post procedural complication") and hypersensitivity ("allergic reaction"). The patient was treated with surgery (hysterectomy full, salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, abdominal pain, anxiety, vaginal haemorrhage, menorrhagia, depression, post procedural complication and hypersensitivity outcome was unknown, the pelvic pain was resolving and the genital haemorrhage and dermatitis allergic had resolved. The reporter considered abdominal pain, anxiety, depression, dermatitis allergic, genital haemorrhage, hypersensitivity, menorrhagia, pelvic pain, post procedural complication, uterine perforation and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: bilateral tubal occlusion, the fallopian tubes were closed. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jun-2020: quality safety evaluation of ptc . Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation') and pelvic pain ('pelvic/abdominal') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anemia. Concurrent conditions included anxiety, degenerative disc disease, depression, gerd, headache, hypertension, back pain, tenderness, menorrhagia and bipolar I disorder. Concomitant products included hydrochlorothiazide;lisinopril (zestoretic) for hypertension. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), anxiety ("psych injury/depression/mental anguish"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and depression ("psych injury/depression"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen abnorm. Bleed"), abdominal pain ("pelvic/abdominal"), dermatitis allergic ("allergy- other"), post procedural complication ("post procedural complication") and hypersensitivity ("allergic reaction"). The patient was treated with hydrocodone bitartrate;paracetamol (norco) and surgery (hysterectomy full, salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, abdominal pain, anxiety, depression, post procedural complication and hypersensitivity outcome was unknown, the pelvic pain, vaginal haemorrhage and menorrhagia was resolving and the genital haemorrhage and dermatitis allergic had resolved. The reporter considered abdominal pain, anxiety, depression, dermatitis allergic, genital haemorrhage, hypersensitivity, menorrhagia, pelvic pain, post procedural complication, uterine perforation and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: bilateral tubal occlusion, the fallopian tubes were closed. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-jul-2020: pfs received. Outcome of previously added events abnormal bleeding (vaginal), menorrhagia were updated to recovering/resolving. Treatments drugs were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation') and pelvic pain ('pelvic/abdominal') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anemia. Concurrent conditions included anxiety, degenerative disc disease, depression, gerd, headache, hypertension, back pain, tenderness, menorrhagia and bipolar I disorder. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), anxiety ("psych injury/depression/mental anguish"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and depression ("psych injury/depression"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen abnorm. Bleed"), abdominal pain ("pelvic/abdominal"), dermatitis allergic ("allergy- other"), post procedural complication ("post procedural complication") and hypersensitivity ("allergic reaction"). The patient was treated with surgery (hysterectomy full, salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, abdominal pain, anxiety, vaginal haemorrhage, menorrhagia, depression, post procedural complication and hypersensitivity outcome was unknown, the pelvic pain was resolving and the genital haemorrhage and dermatitis allergic had resolved. The reporter considered abdominal pain, anxiety, depression, dermatitis allergic, genital haemorrhage, hypersensitivity, menorrhagia, pelvic pain, post procedural complication, uterine perforation and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: bilateral tubal occlusion, the fallopian tubes were closed. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. Event "allergic reaction" added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation') and pelvic pain ('pelvic/abdominal') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anemia. Concurrent conditions included anxiety, degenerative disc disease, depression, gerd, headache, hypertension, back pain, tenderness, menorrhagia and bipolar I disorder. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), anxiety ("psych injury/depression/mental anguish"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and depression ("psych injury/depression"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen abnorm. Bleed"), abdominal pain ("pelvic/abdominal"), dermatitis allergic ("allergy- other") and post procedural complication ("post procedural complication"). The patient was treated with surgery (hysterectomy full, salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, abdominal pain, anxiety, vaginal haemorrhage, menorrhagia, depression and post procedural complication outcome was unknown, the pelvic pain was resolving and the genital haemorrhage and dermatitis allergic had resolved. The reporter considered abdominal pain, anxiety, depression, dermatitis allergic, genital haemorrhage, menorrhagia, pelvic pain, post procedural complication, uterine perforation and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: bilateral tubal occlusion, the fallopian tubes were closed. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: pfs received. Event - perforation and post procedural complication were added. Event hypersensitivity updated to dermatitis allergy. Event outcome added for genital bleeding & dermatitis allergy. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('elvic/abdominal') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anemia. Concurrent conditions included anxiety, degenerative disc disease, depression, gerd, headache, hypertension, back pain, tenderness, menorrhagia and bipolar I disorder. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("psych injury/depression"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and anxiety depression ("psych injury/depression"). On an unknown date, the patient experienced genital haemorrhage ("gen abnorm. Bleed"), abdominal pain ("elvic/abdominal") and hypersensitivity ("allergy- other"). The patient was treated with surgery (hysterectomy full, salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain was resolving and the genital haemorrhage, abdominal pain, hypersensitivity, depression, vaginal haemorrhage, menorrhagia and anxiety depression outcome was unknown. The reporter considered abdominal pain, depression, genital haemorrhage, hypersensitivity, menorrhagia, pelvic pain, vaginal haemorrhage and anxiety depression to be related to essure. The reporter commented: if no removal planned, select reason- unable to afford surgery diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: bilateral tubal occlusion, the fallopian tubes were closed. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-mar-2020: pfs received. Case was upgraded to incident. New events: vaginal bleeding, menorrhagia, depression, anxiety were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.